Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set tubing detachment on (B)(6) 2024, after being in use for 1 and a half day. No further information available.